Manufacturer narrative:
The reported event of ¿physician noted the proximal end of the lead "kinked" with significant bend when removing the helix locking tool¿ was confirmed. A complete lead was returned in one piece. Final analysis found the lead was kinked / bend consistent with procedural damage at the connector region. No further anomalies were detected.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead bent while positioning. The lead was not used and replaced. The patient was stable throughout.